Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed a total service call and found that the aspirate probe 2 was not aspirating properly. The cse replaced all four of the aspirate probe pinch valves. The cse also found that the ancillary queue was jammed and replaced the ancillary queue drive motor. The cause of the discordant, false positive ahavt result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, (B)(6) total antibodies to (B)(6) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was repeated in triplicate on the same instrument, resulting (B)(6). The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) result.